Manufacturer narrative:
The insulin pump was programmed with correct time and date. Unit was monitored for 5 days. No time anomaly or pump entering cabs on its own anomaly noted. The bolus wizard functioning properly per bolus wizard sample in the user guide. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
Customer reports that insulin pump was delivering the incorrect amount of insulin and that pump entered incorrect carbohydrates on its own. Customer states that pump attempted to deliver 13.3 units of insulin. Customer disconnected and suspended pump. Customer states that she entered 60 carbohydrates while the system is showing 160. Customer's blood glucose was 125 mg/dl. Customer was advised to discontinue pump and that insulin pump would be replaced. Customer requested to use pump until she received replacement pump due to customer being a brittle diabetic. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.